Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The insulin pump was received with stripped battery cap coin slot, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and damage on the battery cap. Customer's blood glucose level was 443 mg/dl. Customer treated their high blood glucose with the insulin pump. Troubleshooting for damaged battery cap was performed. Customer advised they were able to remove the battery cap using a flathead screwdriver. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.